Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the lp exhibited an large increase in pacing impedance upon fixation. It was noted that during repositioning, the catheter slipped forward, traveling beyond the device. Cardiac perforation was noted after injection of contrast. Echocardiogram confirmed perciardial effusion. During transport, the patient developed cardiac tamponade and due to medical directive of dnr/dni, the patient had deceased.